Event description:
Caller reported that the insulin gauge displayed a different amount than expected, with a current fill estimate of 33 units compared to the expected 78 units. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller on the importance of removing air from the cartridge before filling it, and the caller acknowledged this advice. However, the caller chose not to load a new cartridge and decided to continue using the current one, with the option to follow up if needed.